Event description:
It was reported the patient developed myoclonus eighteen hours after a pump refill "last friday." The patient was intubated and stayed in the intensive care unit for a week. A full work up was completed and ruled out every common etiology. The patient recovered and went home "over the weekend." A morphine metabolite neurointoxication specifically morphine metabolite m3g intoxication was suspected, but it was stated ¿it was not a refill medication error.¿ the specimen was sent for a mass spectrometer check. The pump reservoir had been emptied and filled with saline. It was reported based on calculations the total dose the patient received from the time of refill to the onset of his symptom was 3.313 milligrams (mg) morphine and the concentration was 10mg/cc morphine, therefore the volume before the onset was 0.3313 cc. Based on these calculations and the volume of 0.3313 cc, the patient received before the onset, it was not believed the prescription reached the catheter tip. A pumpogram will be performed a day after this report, ¿to clean the catheter part" and a priming bolus to clear the residual meds in the internal tubing. It was reported the pump was being used to deliver morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).